Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the analyst noted that there was intermittency between the connector pin and cap, with blood noted on defib conductor (not obstructed) and outer insulation breached cut; it cannot be determined at this time how the blood entered the svc leg; proximal segment returned and analyzed. We received performance data collected from the device and have analyzed the data. Subthreshold lead impedance patient alert observed on (B)(6) 2010. Elevated ventricular short interval count (sic) beginning (B)(6) 2010 with an average count of 39.5/day. Elevated sic can indicate the presence of noise. One short v-v cycle sensed event non-sustained ventricular tachycardia (nsvt) of 160 ms is observed on (B)(6) 2010. Multiple short v-v cycle sensed events (nsvt) of < 210 ms are observed on (B)(6) 2010.

Event description:
It was reported that the lead integrity alert (lia) sounded after the patient received an inappropriate shock. The lead showed oversensing and apparent fracture. The lead was returned and tested out of specification during manufacturer analysis. No patient complications have been reported as a result of this event.